Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2022". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device was not powering up with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of confusion, sick in her stomach, weakness, and chills. The customer was unable to self-treat and was administered a sugar (glucose) via injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.